Event description:
Ventilator became detached from patient. Tubing rested on patient body and pressure alarm did not sound. Patient was alert but did not use call bell and expired. Ventilator was test and no malfunction identified. Pressure of tubing on patient's chest was substantial enough to prevent alarm from soundingdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: other. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, device use continued with restrictions/limitations, other. Invalid data - on device destroyed/disposed of status.